Event description:
Home patient contacted baxter's technical service center for assistance during apd therapy. Reportedly, the hp received a "check lines and bags" alarm during priming. While troubleshooting the alarm, it was noted that the hp had left the clamp closed on the drain line, thus causing the alarm. Additionally, it was noted that the hp was connected to the homechoice set during priming. The technican advised the hp to discontinue use of current setup and resume therapy with new supplies, however, the hp stated they were intending to contine therapy with same supplies. Follow up the hp indicated, they did not discontinue therapy as recommended nad therapy was completed without incident. No patient injury or medical intervention reported per hp.